Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of a sidecar pushed back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the side car rx was pushed back. A dimensional test was performed, and it confirmed the side car rx was pushed back approximately 13 mm, which is out of specification. A functional test was also performed; however, remnants of use were prohibiting the basket from opening properly, causing the side car rx to move backwards from its position. The reported event of side car rx pushback is confirmed. Based on all available information, the side car rx push back was likely due to remnants affecting its functionality. When the device was actuated, the basket failed to operate normally and did not open. This resulted in increased pressure on the working length, affecting the side car rx near the tip of the basket. The issue may be attributed to the technique used during the procedure or the anatomical conditions of the patient. Therefore, the most probable root cause for the reported event of side car rx push back is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to remove a stone. The trapezoid's side car channel was pushing back from the distal tip with each opening and closing of the basket making it difficult to access the bile duct. The procedure was completed. There was no patient complication as a result of this event

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of a sidecar pushed back.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to remove a stone. The trapezoid's side car channel was pushing back from the distal tip with each opening and closing of the basket making it difficult to access the bile duct. The procedure was completed. There was no patient complication as a result of this event.